Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The explanted was kept by the facility. Additional information received stating that the reason for the ipg replacement was patient having trouble charging. Additional information was received that the patient was doing well post operatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few months prior the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The explanted was kept by the facility. Additional information received stating that the reason for the ipg replacement was patient having trouble charging.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The explanted was kept by the facility. No further information has been obtained.